Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported by customer that the blood started spraying out of the plastic piece close to the base. Event date 09-06-2024, event time 07:30. Occurred in ambulatory area. No harm to patient. Accessed patient with power port needle (power loc max) lot # ashyfc034. After flushing received immediate blood return, then the blood started spraying out of the plastic piece close to the base. Patient was de-accessed and re-accessed with new needle from different lot # without issue. Additional information received 13 sept 2024: there wasn¿t any harm, injury, complication, or negative outcome to the patient as a result of this event.